Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. Upon review of the iabp log files, the fse observed several "gas loss" alarms. The fse performed diagnostic tests but was unable to reproduce the reported issue. Subsequently, the fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) generated a leak alarm. It was later clarified that the customer had stated the iabp unit generated a "gas loss" alarm. There was no patient harm and no adverse event was reported.